Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part# 03.110.005. Lot # 9132550. Manufacturing site: werk bettlach. Release to warehouse date: 26 nov 2014. Supplier: n/a. Expiration date: n/a. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the handle f/torque limiters 0.4/0.8/1.2nm. A dimensional inspection was performed for the handle f/torque limiters 0.4/0.8/1.2nm and met specifications. A functional test was performed, the button was pushed and it would press smoothly, more functional teste were unable to be performed as the mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the handle f/torque limiters 0.4/0.8/1.2nm was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part# 03.110.005, lot # 9132550, manufacturing site: werk bettlach, release to warehouse date: 26 nov 2014. Supplier: n/a. Expiration date: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on an unknown date, the patient underwent an unknown surgery with the product in question. The product in question was stiff and did not retract at all, even when assembled according to the correct procedure. The surgeon requested the use of a short screwdriver, which was attached to the torque limitation handle and could be used. However, after the surgery, it was too hard to disassemble and it did not come off easily. Then it needed to be pulled as hard as possible several times to be disassembled. The surgery was completed successfully without any surgical delay. No further information is available. This report is for a handle for torque limiting attachment. This is report 1 of 1 for (B)(4).